Event description:
A medtronic representative reported that while in a spine procedure, the tip of a navlock lumbar probe was bent in the patient. The lumbar probe did not break, no particles were left behind. The surgeon used a thoracic probe for the remainder of the surgery and completed the procedure with the use of the stealthstation s7 system. There was no negative impact on patient outcome reported.

Manufacturer narrative:
RMA issued. Replacement lumbar probe shipped to site (B)(4) 2013. Suspect device has not been returned to manufacturer for inspection.